Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose readings and noticed air bubbles in the tubing. Customer's blood glucose reading at the time of the call was 344 mg/dl and has treated with a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further info reported.